Manufacturer narrative:
Product event summary: manufacturer's analysis indicated that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the keypad was scratched and that the display wires were pinched and wire was exposed. These parts were replaced and the epg passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.